Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loose rubber casing on the patient cable was confirmed. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center (edc). Manipulation of the patient cable rubber encasing revealed that it was loose due to a gap being observed between the plastic connectors and the rubber. The patient cable was replaced. The mpu was then functionally tested and passed without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 16apr2018. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the rubber casing of the patient cable on the mobile power unit (mpu) was loose. The visual inspection confirmed that the rubber encasing of the patient cable was loose. The power on off inspection revealed that the system booted up as intended. The functional test revealed that the system functioned as intended. The patient cable was replaced.